Manufacturer narrative:
The pump product was not returned for analysis or testing. The facility did return a photograph of the product showing a tear. The tear of the pump sheath most likely cased the access site bleeding, however without return of the product the definitive cause could not be determined. The failure mode will be monitored and trended.

Event description:
A patient admitted with cardiogenic shock and acute myocardial infarction had an impella cp placed for hemodynamic support via the left femoral artery while undergoing active CPR. While on support the patient had a multivessel coronary artery intervention performed and was then admitted to the ICU for monitoring. During her time in the ICU the team was attempting to determine if she had disseminated intravascular coagulation (dic) as she was bleeding from all access sites. While in the ICU the patient had an observed impella access site bleed, at the femoral artery, after being turned in the bed. The team controlled the bleeding only to have the patient re-bleed during the overnight. The patient was sent to the or for treatment of the bleed site, though she did expire in the operating room (or).